Event description:
It was reported that during a da vinci-assisted surgical procedure, metal pieces at the end of the tip-up fenestrated grasper instrument broke off and fell inside the patient. The fragments were retrieved during the same surgical procedure which was completed robotically with a backup tip-up fenestrated grasper instrument. An x-ray was performed post-operatively but the results are unknown. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Manufacturer narrative:
Updated fields: a2, a3a, a3b, a4, a5, a6, b6, h11. Additional information: the procedure was a robotic bronchoscopy followed by a right upper lobe segmentectomy with nerve block and mediastinal lymph node dissection. Two small metal discs were discovered inside the patient¿s chest; however, the exact surgical task during which the fragments detached is unknown as they were not observed falling. The surgeon attributed the fragmentation to a faulty instrument. Both fragments were successfully retrieved using a laparoscopic grasper holding a glove tip as a retrieval bag, and confirmation was achieved through exploration with a robotic camera and an intraoperative x-ray. No additional surgical procedure was required for fragment removal, and the procedure was completed robotically as planned. A backup long bipolar grasper was used to finish the surgery. There was no known injury to the patient, and they have not returned to the hospital for complications related to retained foreign objects. Additional section a patient demographic information: body mass index (bmi) 26.27 kg/m2 with a height of 69 inches.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was received, and failure analysis found the instrument to have a missing idler pulley at the distal end likely caused by a broken distal clevis. The missing parts were not returned with the instrument. The components surrounding the missing pulley did not exhibit abnormal sharp edges or damage that would have contributed to the damage.